Event description:
It was reported that the right ventricular (rv) lead capture thresholds had suddenly risen. Continued monitoring indicated improved thresholds. No action was taken and the rv lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.